Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarms occurred. No unexpected failed battery test alarms noted. Unit had loud motor noise during rewind due to a faulty motor. The device had a cracked case at all corners of display window, cracked on reservoir tube and lip, and scratched display window noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and failed battery test alarm. The blood glucose at the time of the incident was 131 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.